Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause was located in the cartridge. Reportedly, the customer reverted to manual insulin injection therapy. Customer's blood glucose was 398 mg/dl.